Manufacturer narrative:
Upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2023-00399.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2014. They underwent right knee revision surgery on (B)(6) 2023, approximately 8 years 10 months post primary procedure. Postoperative diagnosis was failed right total knee arthroplasty secondary to polyethylene wear and aseptic femoral loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5, 2743835. 02-010-01-0350 - logic femoral ps cem right sz 5, 2997490. 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm, 2939289. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 2196984. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 2278193. 200-02-41 - three peg patella 41mm 2977798, 200-02-41 - three peg patella 41mm 3002224.